Event description:
Residents brought up unlabeled csf (cerebrospinal fluid) tubes from patient's sedated lp (lumbar puncture) procedure downstairs. We printed labels and gave them to the residents to place on the tubes given that they were in possession of the sample and present for it being collected. The residents labeled the specimen and confirmed that the lids were on tight and had me send them to lab. About 30 minutes later I received a call from lab that 3 out of 4 tubes had opened and spilled in the tube station leaving very little csf to use. Md was aware and in communication with residents on plan of care for patient and did not deem it necessary to collect more csf. Bd company contacted to document issues with vials spills. No other complaints regarding spills with the vials documented at bd company. Question: what was the name of the test or tests? Answer: multiple sclerosis profile serum and spinal fluid.